Event description:
It was reported that during the implant, the surgeon connected the distal catheter to the valve and found a leak in the valve.

Manufacturer narrative:
The valve was patent and passed siphon and reflux testing. The valve met specifications for pressure/flow and preimplantation testing. The valve did not pass leakage testing due to the large tear in the bottom of the delta chamber. It is undetermined how or when this damage occurred. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture. Medtronic neurosurgery regards the submission of a report does not constitute an admission that the product caused or contributed to the reported event.